Event description:
During general surgery, a split sheath broke at the handle externally to the percutaneous site.====================== health professional's impression======================not known